Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an unknown instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse realigned the dilution probe and cleaned the ion selective electrodes. The cse ran a wash 2, followed by calibrations and quality controls, which were then in range. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.